Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded and the sd card was reformatted to address the issue. During the evaluation, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.